Event description:
Chief technician reports two incidents of blood leaks with CT 190g dialyzers that had not been preprocessed. It was the first use for both dialyzers. Chief technician reported that the incidents occurred at the start of treatment and were noted by the blood leak alarm. Blood leaks were confirmed visually in the dialysate and with positive hemastix. An estimated blood loss of 250cc to 300cc per pt was reported as a result of not returning blood from the extracorporeal circuit to the pts. Treatments were resumed with new disposables and completed without further incident. No pt injuries or medical interventions were associated with these incidents.